Manufacturer narrative:
Expiration date not provided. Investigation summary: the complaint of "arm moving while door open" was reported against bd max system associated with instrument catalog number 441916, serial number (B)(4). The complaint was flagged as a potential safety concern. The complaint was confirmed by bd service. The root cause of the problem was not able to be determined. The investigation consisted of a review of the service notes pertaining to the incident, the service history of the instrument, and a review of related instrument complaint trending data. No parts or materials were replaced or returned. No injuries were reported in conjunction with the complaint. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends with associated problems. Investigation conclusion: a customer complaint was received regarding unexpected behavior of a bd max system during a sample run. The customer reported that the robot began to move while the door of the instrument was open. The robot is ordinarily disabled while the door is open to prevent user injury. No injuries were reported in conjunction with the complaint. Technical service was unable to determine the cause of the problem. No dispatch specially for this problem was performed, however, instrument preventive maintenance was completed on 17mar2020. No problems were noted. During a follow up call with the customer on 19mar2020, the customer stated that the instrument was "working fine". The root cause of the problem is unknown. Field service users of the bd max system software have an option available to disable the door interlock sensor for troubleshooting purposes. This option is not available to a customer with standard user permissions; it is unknown if the user altered the settings of the instrument. Field service stated that the instrument was not in service mode at the time the incident was reported. Door / latch misalignment could also contribute to the problem. Various instrument alignments/calibration are performed during pm. The door locks would also be functionally tested as a result of qualification. The complaint will be confirmed for trending purposes. Risk management documentation was reviewed. The risks associated with running with an open door are found in baltrm-maxinst-aph rev 16 (see line item sw22, robot moves while placing cartridge). No new risks or changes to existing risks were discovered as a result of the complaint investigation. This type of complaint is trended as part of the code "service generated", which is also associated with other service related symptoms. During the month of march 2020, thus far this is the only such complaint reported. 1 other complaint pertaining to the robot operating with the door open or "service mode" enabled have been received in the past 6 months. The average number of "service generated" complaints is 5/month based on the last 12 months of data. The calculated alert level for these complaints is 9 and action level is 12. No new trends were detected. No additional actions are currently required. Quality will continue to monitor for trends. Root cause description: unknown. Rationale: no new risks, hazards, or trends.

Event description:
It was reported that the robot in a bd max¿ instrument was moving while the door was open. The following information was provided by the initial reporter: "customer reporting that on (B)(6) 2020 he opened the door on the bd max due to a message to replace a pcr cartridge. However, the robot still moved while he opened the door. No injuries."